Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred. Additionally, it was reported that an unexpected reset occurred. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose was 168 mg/dl.